Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the biomed stated that the arctic sun device was getting an alert 30(patient temperature 2 calibration error) at startup. They had reseated the circuit board and also gave part number and price for the isolation circuit card. Per follow up information received via email on 16aug2023, it was reported that the circuit board was replaced and the device has been put back into circulation.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed isolation circuit board. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the biomed had the arctic sun device was getting an alert 30(patient temperature 2 calibration error) at startup. They had reseated the circuit board and also gave part number and price for the isolation circuit card. As per follow up information received via email on 16aug2023, it was reported that the circuit board was replaced and the device has been put back into circulation.